Event description:
The customer reported that the paddle connector "pooped out" of the heartstart xl. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.